Manufacturer narrative:
A case of shocking sensation at ipg site was reported to abbott. The new programs are working for the patient. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient felt a shocking sensation at her ipg site during a rf ablation procedure on (B)(6) 2019. The patient reports she turned therapy off and the shocking stopped. The patient was then reprogrammed on (B)(6) 2019 and the issue resolved.